Event description:
It was reported that the implantable pacemaker was surgically explanted for an unspecified reason. It was also noted the right ventricular (rv) lead, and this right atrial (ra) lead were also explanted due to possible insulation issues. Non-boston scientific products were successfully implanted, no patient complications were reported. This is all the information provided, and additional information has been requested. Outside of surgical intervention, no adverse patient effects were reported. Received additional information the physician elected to explant the entire system due to the rv lead pacing impedance was greater than 3000 ohms. The explanted products will not return for analysis. Outside of the revision, no adverse patient effects were reported.